Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the rv lead was possibly explanted and replaced. The status of the rv lead is unknown.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for what appeared to be non-physiologic oversensing. In addition, the rv lead exhibited oversensing/noise episodes and loss of capture. The rv lead was reprogrammed, detections were turned off, and the lead remains in use. No patient complications have been reported as a result of this event.